Event description:
It was reported that this electrode exhibited oversensing of noise. Surgical intervention was undertaken. The electrode was explanted. Visual inspection of the electrode body after explant noted an insulation breach in the location that was implanted near the xyphoid. The patient was then implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is in possession of the hospital and has not been returned at this time. If the product is returned, analysis will be performed and this report would be updated at that time.